Event description:
Cardiologist performed peripheral angiogram and left leg pta (percutaneous transluminal angioplasty) with stenting of left popliteal artery using right groin access and a 6 fr. 45cm sheath. At completion of procedure, the 6.45 was replaced with a 6 fr. Angio-seal sheath, angioseal was attempted and failed, a piece of angio-seal white plastic got broken and stayed over the guide wire and was retained in the patient. Surgical removal of the white plastic sheath was required. Surgeon reported that the plastic "crumbled" and "fell apart" when he touched it during open surgical procedure.